Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, after the second band was deployed, the "grooved portion" of the handle unit that secures the trip wire was damaged. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the irrigation tube was detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on july 20, 2022. During the procedure, after the second band was deployed, the "grooved portion" of the handle unit that secures the trip wire was damaged. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the irrigation tube was detached.

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of handle damaged/defective. Block h10: the returned speedband superview super 7 (irrigation tube, igator head and handle assembly) was analyzed, and a visual evaluation noted that the returned handle had broken irrigation port. The irrigation tube did not have any damage. The slot of the handle had a mark, possibly due to the trip wire friction. The returned ligator head had four bands attached, one was moved from its position, and there was no damage in the ligator head teeth was observed, which was consistent with the findings when the device was observed under magnification. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of damaged handle was confirmed. Upon analysis, it was found that irrigation port of the handle was broken and the handle had a mark. Based on the condition of the device, it could have been generated due to procedural or anatomical factors encountered during procedure or the technique and manipulation of the device. Once the irrigation tube port got broken, it is possible that the manipulation of the device led to the friction mark on the slot of the handle. The most probable root cause of this complaint is adverse event related to procedure.